Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 165mg/dl at the time of the incident. It was reported that the customer received a message that there was a button pressed down for more than three minutes, but the customer stated that they did not press a button down for three minutes or longer. It was reported that a replacement will be sent. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received no button response (act) due to corroded keypad traces. The j1 connector was locked properly during visual inspection. Passed leak test. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.